Event description:
Patient's husband states pump (sn (B)(4) due 06/03/2018) stopped alarming them when medication level was low. Patient did not notice that her infusion stopped for about 20 minutes on (B)(6) 2018. Patient was able to restart infusion at current dose with 2nd pump. Patient did not experience any changes in her symptoms or side effects from interruption in the infusion. Pharmacy will be sending replacement pump. Patient's husband is okay with manufacturer contacting them if further information is needed. . No other information is known. Dose or amount: 50.5 ng/jg/min. Frequency: continuous infusion. Route: IV. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.